Event description:
Prytime is filing this report with an abundance of caution due to an alleged delay in patient care related to attempted reboa device use. The case involved a patient who presented to the facility after being involved in an auto vs. Pedestrian accident. A sheath was placed in the left femoral artery in preparation for a reboa procedure, and the balloon catheter was inserted into zone one. During the attempt to inflate the balloon, the surgeon noticed fluid actuating through the safety valve and was unable to fully inflate the balloon. The first balloon catheter was removed without issue and a second balloon catheter was inserted into zone three with the same outcome as the first. Per the surgeon, during the second attempt to inflate the balloon, he realized that inflation contrast media was being used which is not his normal practice. One of the assisting residents prepared the contrast media, but the surgeon was unaware of the ratio used. Contrast media is extremely viscous and must be properly diluted to ensure correct catheter function. As per the IFU, the recommended ratio is provided as "(B)(4)." The surgeon stated they had a delay before they were able to transfer the patient to the operating room. The patient's index injuries from the accident resulted in severe bleeding in the spleen (grade-5), kidney and pelvic arteries, severe tbi, blood in abdomen, a lot of blood in the kidney retroperitoneum, and a pelvic hematoma. Per the surgeon, the patient's metabolic derangement caught up to him and he ended up coding and expiring in the operating room. A device evaluation was conducted on both catheters used during this case and there was no confirmed deficiency in either catheter; both functioned correctly. Use error related to undiluted or improperly diluted contrast media may have been a contributing factor in this case.